Event description:
The customer reported the system fluoroed longer using the hand switch then with the foot switch. The customer also indicated there was pt involvement therefore this is an aro. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.